Manufacturer narrative:
The device is planned to be evaluated at omsi. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the endoscopic image was not displayed and the monitor screen was flickering. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. However, when the cable was refastened, the issue was resolved and the device worked properly. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. The reported event was caused by the condition of the cable used. No other device-related anomalies were reported. From the above, the reported event was caused by the broken cable rather than the device failure. The cause of the cable breakage could not be determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.